Event description:
Customer reported the system is displaying a precharge voltage error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the battery pack. System operates as intended. This MDR is related to ge healthcare complaint.